Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0 product number: ps200-040 lot number: fl50840138 expiration date: 2017-09-01 quantity returned: 2 testing performed: device packaging inspection: -two plasmablade¿ 4.0 devices received in a cardboard box with plastic air cushions to fill the negative space and within two sealed autoclave bags. -no original packaging was returned therefore it is not possible to neither confirm the device information against the information listed within (B)(4) nor confirm the device that was sent back as the reported complaint device. -devices labeled as device # 1 and device # 2 for traceability. -both cut and coag buttons have a definitive tactile feel. Device visual inspection: device # 1: failure to connect -appears clean and unused. -all components appear in place with damage to the device connector pins which visually relates to the reported complaint description and is associated with the complaint device that failed to connect to the generator, figure # 1. -both cut and coag buttons have a definitive tactile feel. Device # 2: failure to cut -appears used with tissue and eschar build-up inside the heat shrink. -all components appear in place, intact with no damage which visually relates to the reported complaint description and is associated with the complaint device that failed to cut. -both cut and coag buttons have a definitive tactile feel functional inspection: device # 1: failure to connect -plasmablade¿ 4.0, was attempted to connect to the complaint lab pulsar® ii generator however all attempts were unsuccessful. -the device plug connector pins would not line up with the receptacle on the generator, the screen displayed dashes for settings and there was no audible tone heard coming from the generator which confirms there was not a successful connection. -there are three bent, flattened and sheared device plug connector pins which prevent connection to the generator. Pin # 2, pin # 5 and pin # 6, figure # 1. Device # 2: failure to cut -plasmablade¿ 4.0 was connected to the complaint lab pulsar® ii generator and the expected e5 error code, end of life, was displayed confirming the device had been successfully activated by a pulsar® generator prior to complaint investigation. -the device was activated twenty-five times in succession on cut with no failures as the sound and function of the generator was representative of normal operation. -the device was tested for functionality via activation in grounded saline at cut setting-2 and coag setting-1 producing acceptable results. -the device was tested for performance using chicken for ten minutes total activation time enabling alternation between modes at cut setting-10 for 5 minutes and coag setting-10 for 5 minutes producing acceptable results. -the device was tested at cut setting-5 and coag setting-6 for both functionality and performance testing producing acceptable results, with no failures upon increasing the settings. -¿the device is acceptable if the ¿glow¿, plasma field, around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are independently actuated¿. Lhr review: a review of the lhr for lot # fl50840138 revealed: 50.3.1 ¿ operations ¿ final handle assembly ¿ soldering wires ¿ 1 scrap device 50.3.4 ¿ final handle assembly ¿ cut and coag buttons into top handle ¿ 9 scrap devices investigation conclusion: complaint confirmed: device # 1 ¿ failure to connect - the reported issue contained in (B)(4) was duplicated in the laboratory environment. Visual and functional inspection of the device plug connector pins confirmed that the device could not be plugged into the complaint lab pulsar® ii generator successfully. A likely cause of the failure is the device plug connector has bent, flattened and sheared pins which prevent connection to the receptacle on the generator resulting in the device¿s failure to operate as expected. This failure mode could occur from rough handling during manufacturing testing, during use or misalignment of the pins at the connector manufacturer. Complaint not confirmed: device # 2 ¿ failure to cut - the reported issue contained in (B)(4) was not duplicated in the laboratory environment. The device was tested for functionality and performance and met the product specification requirements. A plasma field was present at the electrode and sound and function of the generator was representative of normal operation. The device responded normally in grounded saline, chicken testing, and when connected to the generator for all activations. No visual, functional or performance malfunctions could be identified during the investigation. (B)(4) will be tracked and trended. It is plausible to suggest a likely cause of the failure the customer experienced implicates the generator such that it caused the device to malfunction, lose effectiveness and to operate as expected. The complaint will be tracked and trended in (B)(4).

Event description:
During a pacemaker generator exchange procedure the surgeon was using the plasmablade as part of a trial. Initial settings were 5 cut 6 coag and during use of the plasmablade it was believed by the surgeon that the plasmablade damaged the lv lead. Lead was replaced with no patient impact or injury.

Event description:
During a pacemaker generator exchange procedure the surgeon was using the plasmablade as part of a trial. Initial settings were 5 cut 6 coag and during use of the plasmablade it was believed by the surgeon that the plasmablade damaged the lv lead. Lead was replaced with no patient impact or injury.

Manufacturer narrative:
Product event: (B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.